Manufacturer narrative:
H6: investigation summary: when client scans the barcode on epicenter (443972) serial number (B)(6) it brings up an older client's information. Called customer back, and they did not have any specimens to resolve, as they resolved them. Customer reuses accession numbers yearly. Had customer check the reuse accession parameters, and they were good. Also had customer check to make sure negative blood cultures are auto finalizing. Had customer run preliminary complete tests, and there were numerous old test, that are not finalized. Instructed customer to finalize the old specimens, so that accession rollover does not occur. This is not a confirmed complaint of a bd product. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported that scanning the barcode on the bd epicenter¿ single user software brought up a previous client's information. There was no report of patient impact. The following information was provided by the initial reporter: "when client scans the barcode it brings up an older client's information."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scanning the barcode on the bd epicenter¿ single user software brought up a previous client's information. There was no report of patient impact. The following information was provided by the initial reporter: "when client scans the barcode it brings up an older client's information.